Manufacturer narrative:
We are waiting for evaluate the mesh filter for evaluation.

Event description:
Due to a foreign body external to the functionalities, present inside the cavity with the reagents, difficulties were encountered in the diagnosis of the samples. However, they have all been recovered and diagnosed. During a phase of unloading the reagent from the cavity towards the tank, despite the presence of the mesh filter, the foreign body followed the reagent reaching the valve membrane. At this point the foreign body got stuck in the membrane preventing an adequate closure of the valve so that, during the continuation of the processing, there was a contamination of the reagents.